Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd smartsite¿ extension set was crystalizing fluid/medication. The following information was provided by the initial reporter: crystalizing fluid/medication.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 20019e because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the bd smartsite¿ extension set was crystalizing fluid/medication. The following information was provided by the initial reporter: crystalizing fluid/medication